Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit when she went to check her blood glucose. The customer's blood glucose was 280 mg/dl. The customer stated that the device alarmed after a battery change and nothing was working. She shook the device and had to reprogram the time and date, as it showed the year 2007. The customer was advised that a replacement battery cap would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.